Event description:
I'm not sure that my chronic migraines with vertigo are related to my breast implants, but I am reaching out for the need to have a testing protocol for patients that have had implants for 8 years or more post op, to watch over us to make sure that we don't develop autoimmune disease and/or chronic migraines due to complications with these medical devices. In 2006, the FDA allowed silicone filled gel implants back on the market. At that time, when I asked my plastic surgeon what would happen to the implants as I age, he said that when I was in old age, they would simply dissolve in my system and that they were made of an inert substance that wasn't toxic in any way, it would simply dissolve in my system. When I look online these days, I'm finding that both the FDA and the manufacturers have changed their tune to state that silicone filled gel implants should be removed/replaced every 8 to 10 years, most likely because now that the amount of time has passed since the FDA approved these going to market (2006), there may have been women finally experiencing complications. In 2006/2007, I agreed to be in the implant manufacturer's ongoing medical study at that time too which lasted for many years, and in that study two of the chief maladies they were scanning for were migraines and autoimmune disease appearing in their patients (allergan is the manufacturer, "natrelle" is the implant name), so I have always wondered if my implants could have something to do with my migraines. Allergan also re-marketed botox a few years ago as a migraine relief treatment and they also merged with actavis, a well known generic pharmaceutical manufacturer of floricet, which is a well known migraine medication, interestingly enough. I asked my neurologist if she could run some blood tests to see if my implants could be causing my issues, but she had no idea how to pursue that. I then went to my pc, who also had no idea of how to pursue that, but I had found a lawsuit against allergan in which a patient in (B)(6) had filed a lawsuit (2012) for my symptoms (it's not settled yet...) And in the suit, she had labs done for silicone sensitivity, found extreme sensitivity, had the implants removed and almost all her symptoms went away. So, my pc wrote me an order for a silicone sensitivity test, but I cannot find a lab anywhere that will run a test like that, and especially not a lab that is under my insurance ((B)(4) now that I have filed for disability). Allergan wasn't any help, they said that there could be a silent rupture, but to just have an "image" taken every few years as a precaution. I said, "what do you mean by an "image", do you mean yearly mammograms or do you mean MRI's every 3 years?". The man said he really didn't know, but that a mammogram should catch a rupture but might not and that the older the implant got, the more likely it was to rupture. In a nutshell, I believe that the FDA should direct that the manufacturers devise a protocol for women and doctors to be able to follow a 8 to 10 years postop breast implants that gives clear instructions on what lab testing to conduct "silent ruptures" and also what the common symptoms of that would be, so that we as a nation have a protocol to follow instead of a medical community and patient community that have no idea what to look for, what blood tests to run, etc. If breast implants are the root cause of my chronic migraines, which have left me in a position to need to file for disability because they are that extreme, and I also have a lot of friends who have the same condition, then it would behoove the FDA to make sure that there is a testing protocol, so that doctors can come up with treatment protocols, so that every woman in the USA who has breast implants doesn't end up on disability, it would be grossly expensive for our country not to mention, I'd rather not have these debilitating migraines in the first place. I would like the FDA to require that manufacturers like allergan roll out clear instructions to the general public for how to best test for the health of breast implants within their patients by letting us and our doctors know, i.e., at 8 years post op, a yearly silicone sensitivity panel should be run', etc... Right now, the doctor don't know enough about the follow up on these devices to make sound medical decisions regarding laboratory testing for their safety.